Event description:
The patient reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump history did not reveal any "no cartridge detected" or "no prime" warnings. The load cartridge step was activated during evaluation and the pump did not detect the cartridge.